Event description:
A report was received that the patient was having charging difficulties. The patient had a non-device related surgery where electrocautery was used. The database analysis indicated that device appeared to exhibit premature battery depletion. Both the physician and the patient were informed.

Event description:
A report was received that the patient was having charging difficulties. The patient had a non-device related surgery where electrocautery was used. The database analysis indicated that device appeared to exhibit premature battery depletion. Both the physician and the patient were informed.

Manufacturer narrative:
Additional information received indicated that the patient will undergo an explant. The explant has not been scheduled due to other, unrelated medical issues.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having charging difficulties. The patient had a non-device related surgery where electrocautery was used. The database analysis indicated that device appeared to exhibit premature battery depletion. Both the physician and the patient were informed.